Event description:
The pump was returned for investigation. Investigation revealed a keypad contamination issue and a dim and discolored display. This report is made based on results of the investigation performed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn. Evaluation revealed that all keypad buttons were responsive. The keypad cover was removed and there was evidence of keypad contamination under the contrast key contacts. Unrelated to the keypad issue, investigation revealed that the display screen was dim and discolored.